Manufacturer narrative:
The device was returned to olympus for inspection, and a reportable malfunction was found. Based on the investigation results, corrosion on the plug unit was likely preventing the image from being displayed. It was not possible to determine the cause of the foreign material remaining in the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the gastrointestinal videoscope image was not displayed, and the scope cover unit was dirty. There was no patient involvement.